Manufacturer narrative:
A-7334605 - may 13 2022. Lot # bf0225432, added in the area unrecognized number for (B)(4). The device was received at pal jrz. 13/may/2022. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. Biddle & reath llp. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Rupture of the femoral component with femoral bone erosion and fracture of the medial and lateral cortex. Revision surgery necessary. Surgeon refers that the patient had severe hypokinetic syndrome due to progressive inability to walk.

Manufacturer narrative:
A-7334605 - may 13 2022. Lot # bf0225432, added in the area unrecognized number for (B)(4). The device was received at (B)(4). 13/may/2022. The device associated with this report was received for examination. Visual examination of the device exhibited a remarkable worn condition on the condyles bearing area. Also, due to wear on one of the edges of the poly insert, a portion was fractured and separated from the rest of the part. The separated portion was not returned for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: a manufacturing records evaluation (mre) was not performed as lot number was not able to be retrieved in the investigation. H10 additional narrative: added: b1, b2, d4 (lot), d10 corrected: b3, h3.